Manufacturer narrative:
(Customer service, (B)(4)) was informed of this incident (B)(6) 2015. It was requested the sling be returned (technical support, (B)(4)) tried to reach (B)(6) on numerous occasions to obtain the following information: tracking number of sling to be returned details to complete the complaint form (patient age, weight, gender, serial number of sling, date of manufacture, used with what lift) what are their current laundry procedures (temperature, detergent etc.) His attempts are as follows: (B)(6) 2015 (twice), (B)(6) 2015 @11:15, (B)(6) 2015 @1:15, (B)(6) 2015 @ didn't record time, (B)(6) 2015 @12:20 & 2:50. Ms. (B)(6) did not return these calls. Therefore, this investigation could not be completed as not all relevant history could be gathered nor was the unit returned for inspection. Root cause: the faded label and stiff looking straps make it appear that bleach has been used. The chloride components in bleach are known to lead to premature aging of the sling. As we were unable to obtain the facility's laundering practices, this root cause cannot be confirmed. As the sling instruction sheet states, "average life expectancy of a sling ranges from 6 months to 3 years and is impacted by many variables". If the sling was purchased in 2010, it has more than exceeded its expected lifespan. Age is therefore also a factor in this failure. Correction: sling should be replaced. Corrective action: the floor lift operation manual states "slings and belts should be inspected for wear and tear before every use." It further specifies that "the use of bleach for cleaning any medcare manufactured sling is not encouraged. Using bleach will reduce the "life" of the sling. Bleach is known to speed up fabric deterioration while causing fading and discoloration. If your facility is using bleach to launder slings it is imperative to inspect for premature wearing on a regular basis. This will ensure a safe transfer for the patient and caregiver. Customer didn't return as requested.

Manufacturer narrative:
Additional information related to this incident has been requested and the report will be updated should further details are received.

Event description:
Staff lowering a patient to the bed using a (B)(6) old care sling with hea support that showed visible signs of wear and when almost down to the bed, the sling strap broke. The patient was uninjured.